Manufacturer narrative:
Ocd reviewed the test method with the customer. The customer indicated that they use no enhancement media and incubate for 20 minutes. Ocd informed them that the package insert states that tests performed without enhancement media should be incubated for 60 minutes.